Event description:
The report received from the affiliate indicated that black foreign matters were found inside of the sterile pouches in 701-15350/ lot# 14076314. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. The actual products had no damage. There were no anomalies except for foreign matters. They were not shipped out of (B)(6) and not clinically used. The products were neither re-sterilized nor re-packaged. It has not been determined if the products will be returned.

Manufacturer narrative:
Please note that it is not currently known if the device will be returned for analysis as it has not been determined by the affiliate. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing number: 9616099-2009-01682.